Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Lot number are not provided / unknown. Initial reporter¿s email address is not provided / unknown. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Summary investigation.

Event description:
Doctor indicated that the implant iosm310 moved when connecting abutment due to lack of primary stability. Tooth site #4.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. D1 brand name is updated. D4 additional device information: catalog number, lot number, expiration date and unique identifier (UDI) number is updated. G5 premarket identification:PMA/510(k) number is updated g4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H4: device manufacturer date was updated. H10: narrative/data was updated.

Event description:
No additional or corrected information to report.